Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: right side capsular contracture and exchange of textured implant.

Event description:
Patient reported right side capsular contracture, baker grade unknown and exchange of textured devices. Device has been explanted.